Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The device was returned without identified device or use problem. Visual inspection, electrical, mechanical, and longevity analysis was normal with no anomalies found.